Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
The patient presented in clinic after experiencing a vibratory alert. The device image revealed intermittent capture on the left ventricular (lv) channel and the pacing impedance was high and out of range. The device was reprogrammed to a new vector and the event was resolved. The patient was stable with no adverse consequences reported.